Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
A representative reported that, at the patient¿s last refill on (B)(6) 2013, the concentration was changed, ¿but that concentration would not change in the actual programmer¿. The representative confirmed that they did not change the programmed concentration, and a bridge bolus was not performed. The medication used within the system was changed from 10 mg/ml to 15 mg/ml. Further discussion revealed the patient was receiving 2.64 mg/day instead of 1.76 mg/day. The patient was noted to be ¿totally asymptomatic and doing well¿. The patient was noted to have been on flex dosing, and the representative indicated they would speak to the physician to see how the extra 0.88 mg/ml would be distributed in the flex dosing. The patient was having a refill on the day of the report. The medication used within the system was morphine.

Manufacturer narrative:
The previously reported eval code-conclusions were updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.